Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this pacemaker exhibited increased in power consumption. Analysis showed that there were no faults or resets. The detection of atrial fibrillation (af) has been sporadic, creating wide variations in power usage. Most likely, the appearance of increasing consumption is due to this variation. The power change appeared to be only due to atrial fibrillation (af) sensing. As of this time, the device remains in service. No adverse patient effects reported.